Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report a perforation. During a congress in (B)(6); it was reported that during a mitraclip procedure to treat mitral regurgitation, a perforation occurred. No additional information was provided.

Manufacturer narrative:
(B)(4). This event was submitted to the FDA on (B)(6) 2017 and (B)(6) 2017 under MFR # 2024168-2017-03666. For complete event details, please refer to MFR # 2024168-2017-03666.

Event description:
Subsequent to the initial 30-day medical device report, it was noted that this event was submitted to the FDA on (B)(6) 2017 and (B)(6) 2017 under MFR # 2024168-2017-03666. For complete event details, please refer to MFR # 2024168-2017-03666.